Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient had some sort of syncope episode while at the bathroom sink. The patient fell and became unresponsive. His family called 911 and he was taken to the hospital where all sorts of tests, x-rays, and MRI were performed. X-rays of both the head and spine and spine mris were done. The rep did not have any of those results. Since this episode, the spinal cord stimulator had not been working like normal. It was not helping or covering his painful areas. On 2015-09-14, the rep was going to see the patient to check impedances and to see if she could reprogram. No surgical intervention occurred and it was unknown if it was planned. Further follow-up reported the fainting episode was not device related, the patient was diagnosed with a heart related issue. Impedance testing was performed and all contacts came back within normal limits. The rep reprogrammed the patient to get 100% coverage. The lack of effect had been resolved. Relevant medical history included spinal pain.

Event description:
Additional information received from a health care provider reported that after the accident in (B)(6) 2015, CT scans were performed on the patient.